Event description:
A customer reported the light on her meter was not working. When the device was returned it was discovered the locked freestyle flash meter was now unlocked. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). Errors 0300, 0015, 0800 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.